Manufacturer narrative:
Of the 262 allegations of a malfunction, 135 pumps were returned to animas and investigated. Of the investigated pumps, 40 were found to be malfunctioning due to contamination on the keypad button contacts. During investigation for unrelated allegations, there were 51 additional instances of tactile changes to the keypad buttons as a result of contamination on the button contacts. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced tactile changes to the keypad buttons. These reports were received from various sources. The patients associated with this allegation ranged from 4-87 years of age and between 15 and 342 pounds. Of the reported patients, 111 were male, 150 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #3 04/21/2017 device evaluation in q1 2017 there was 1 additional instance of keypad/tactile failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 13 pumps were returned and investigated. There were 7 instances of keypad/tactile issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In q4 2016 there were 3 additional instances of keypad/tactile changes failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #4 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.